Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01049 / 01050).

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2011, due to an unknown reason. Patient underwent a revision procedure on (B)(6) 2014, due to disassociation of the liner. It was noted during the procedure that the locking ring had been damaged in the previous revision. The modular head and liner were removed and replaced.